Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2003, patient underwent closed reduction and application of external fixator; for a pre-op diagnosis of fracture of distal radius and ulna left side, displaced. On (B)(6) 2003, patient underwent x-ray of left wrist. Impression: linear non-displaced fractures of the distal metaphysis of the left radius and styloid process of the left ulna is seen in anatomical alignment after orthopedic reduction and application of an orthopedic device at the left wrist. A fracture transversely across distal radius and a fracture of ulnar styloid process are demonstrated. On (B)(6) 2010, patient underwent MRI of lumbar spine without contrast. Impression: on (B)(6) 2011, patient underwent following procedure: pedicle screw fixation l4 to s1; intraoperative neural monitoring; decompressive lumbar laminectomy of l4 and l5 with lateral recess decompression and medial facetectomy at l4-5 and l5-s1; foraminotomy of l4, l5 and s1 nerve root; l4-5 diskectomy; interbody fusion using peek cage, rhbmp-2 with between l4 and l5; posterolateral fusion using rhbmp-2 , and autograft; implantation of duragen to minimize scar formation; for a pre-op diagnosis of: lumbar stenosis; lumbar radiculopathy; lumbar degenerative spondylolisthesis. Per-op notes: under computerized dural navigation pedicle screws were inserted into l4, l5 and s1 vertebral bodies under continuous free run electromyography. Fluorographs revealed that screws were in good position. L4-5 disc space was identified and disc space was opened with a thin blade and bilateral discectomy was performed. Disc space was then prepared for interbody fusion. An 11mm peek cage packed with rhbmp-2 soaked in bone graft extender under continuous free run electromyography was inserted between l4 and l5. Fluorographs verified position of fusion hardware. Bmp soaked bone graft was packed over transverse processes followed by autograft from laminectomy site. No complications were reported during the procedure. Patient underwent x-ray of lumbar spine. Impression: fluoroscopic assistance posterior lumbar fixation. Patient alleges unspecified injury due to the use of rhbmp-2.